Event description:
It was reported that the pt underwent a plf at l4/l5 using posterior fixation. A removal procedure was performed approx. 22 mos post-op, due to non-union. It was noticed at the removal procedure that both screws at l5 were broken. The whole construct was removed and no pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.